Event description:
Caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was instructed to use mdi as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the cartridge alarm and agreed to replace the pump, advising the caller that the new pump would have updated software. Customer was informed on handling and shipping instructions, including putting the pump into storage mode before returning it. A shipment of the replacement pump was arranged, with a signature required for delivery.